Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (0.5 mg/ml at unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump went empty on (B)(6) 2022 due to a missed refill and the patient did not realize the pump was alarming. The patient's refilled the pump on (B)(6) 2022 and the hcp wanted to know if they had to do anything else differently since there were no other anomalies in the logs. Of note, the patient's therapy was not intentionally discontinued prior to the empty reservoir with no intent to refill the pump and restart therapy at a later date. No symptoms/patient complications were reported.